Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified weight to the spec, crease fold, wear abrasion and openings. A microscopic analysis was performed which identified two puncture openings on the posterior side, consistent in the use of some surgical tool. Bubbles are observed in the gel, however, it is not considered a defect because there are two openings in the device. Based on the device analysis the final assessment is: two puncture opening on posterior due to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "chronic pain" and "both implants have bubbles inside''. Device has been explanted.